Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The patient was treated with ceftazidime, one gram daily (intraperitoneally) for peritonitis. Treatment with ceftazidime was discontinued twenty-one days later. No other treatment was reported. The cause of the peritonitis was unknown. The patient recovered from the peritonitis event. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers gd894873 and gd894725 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. (B)(4).

Manufacturer narrative:
(B)(4).